Manufacturer narrative:
The approximate age of the device was 4 years and 5 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced headache, slurred speech, double vision, and dizziness, and was hospitalized on (B)(6) 2019. A neurological exam, CT, and doppler were performed. Results showed a brain stem infarction. The patient's symptoms improved during the admission and the patient was discharged home on (B)(6) 2019 without neurological symptoms. No further information was provided.

Manufacturer narrative:
Section d4: the patient was implanted during the heartmate 3 ce mark study. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.